Event description:
A pt reported experiencing inaccurate low results with a fasttake meter. The pt's blood glucose results were 11.1 mmol versus 16.4 mmol meter to lab. Tests were done within 10 minutes with a difference of 32%. Pt did not experience any adverse events. No further info has been reported.